Manufacturer narrative:
Date of event: the exact date of the event is unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: unk-t-internal_leads, upn: ni, model: ni, serial: ni, batch: ni.

Event description:
It was reported that the patient underwent a revision procedure wherein the two extensions were explanted and replaced to clear the majority of impedences. The patient was doing well postoperatively. The explanted device will not be returned.